Event description:
It was reported that the customer's blood glucose level displayed as "high", the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump, and it was noted that the blood glucose level was decreasing. The customer decided to monitor the situation and contact technical support for additional help if necessary.